Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. The first prostar is being filed under a separate MFR report number.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of a heavily calcified unspecified vessel after an interventional procedure. Reportedly, the needles got 'trapped' in the device and they could not be retrieved. A second prostar xl device was used with the same results. Surgical intervention was required to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.